Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulty occurred. The lesion being treated was located in the moderately tortuous right coronary artery (rca). The physician deployed a 3.00x20mm taxus liberte stent. However, the stent deliver balloon would not inflate properly. The balloon had to be inflated to 12 atms before it began to inflate. Following the implant, the balloon deflated very slowly. The physician had to pull negative three times in order to get the balloon to fully deflate. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device noted that there was contrast present in the inflation lumen of the device. The stent was not present on the balloon of the stent delivery system; however, there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a loosely folded condition and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The balloon was able to be inflated and deflated using an inflation device with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device noted that there was contrast present in the inflation lumen of the device. The stent was not present on the balloon of the stent delivery system; however, there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a loosely folded condition and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The balloon was able to be inflated and deflated using an inflation device with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulty occurred. The lesion being treated was located in the moderately tortuous right coronary artery (rca). The physician deployed a 3.00x20mm taxus liberte stent. However, the stent deliver balloon would not inflate properly. The balloon had to be inflated to 12 atms before it began to inflate. Following the implant, the balloon deflated very slowly. The physician had to pull negative three times in order to get the balloon to fully deflate. No patient complications were reported. Patient status reported as "ok".